Event description:
Patient reported ¿nipple area very tender¿. Later healthcare professional reported "pain", ¿very hard¿, "big", "up and high", "huge", "increased bra size to triple b-cup" and "encapsulated¿. Later healthcare professional reported "rupture". Later healthcare professional reported "no rupture", "capsular contracture baker grade IV" and "seroma". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g2, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported ¿nipple area very tender¿. Later healthcare professional reported "pain", ¿very hard¿, "big", "up and high", "huge", "increased bra size to triple b-cup" and "encapsulated¿. Later healthcare professional reported "rupture". Later healthcare professional reported "no rupture", "capsular contracture baker grade IV" and "seroma". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported ¿nipple area very tender¿. Later healthcare professional reported "pain", ¿very hard¿, "big", "up and high", "huge", "increased bra size to triple b-cup" and "encapsulated¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, h.6.

Event description:
Patient reported ¿nipple area very tender¿. Later healthcare professional reported "pain", ¿very hard¿, "big", "up and high", "huge", "increased bra size to triple b-cup" and "encapsulated¿. Later healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Event description:
Patient reported ¿nipple area very tender¿. Later healthcare professional reported "pain", ¿very hard¿, "big", "up and high", "huge", "increased bra size to triple b-cup" and "encapsulated¿. Later healthcare professional reported "rupture". Later healthcare professional reported "no rupture", "capsular contracture baker grade IV" and "seroma". Capsulectomy was performed. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.4.